Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator's user interface module turns off by itself. There was no patient involvement at the time of the reported event.

Manufacturer narrative:
Results of investigation: the avea user interface module (uim)was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. Due to additional information received by the customer and the device evaluation the root cause of the reported issue was due to a software compatibility issue.

Event description:
The customer responded to carefusion's requests for additional information and clarified that the reported issue was occurring at start up and the device would not boot up.